Manufacturer narrative:
On (B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The physician complained that the printing speed has slowed down and the interrogation time has increased since the newest programmer software version (smartview 2.28) was installed on the programmer. The physician requested an explanation about the reported behavior.